Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that the patient experienced pain around the heart overnight and the following morning, as well as diaphragmatic and nerve stimulation. It was noted that an impedance alert was triggered on the right ventricular (rv) lead for high and undefined impedance. It was also noted that the threshold had increased. It was suspected the rv lead had micro perforated. The rv lead was repositioned from an apical/septal position to the mid septum. The rv lead remains in use. No further patient complications have been reported as a result of this event.